Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Iegm shows apparent lead noise on ff, atrial channel which may be spreading to rv. Lead evaluation recommended.